Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. When attempting to interrogate the pacemaker, it was noted that the telemetry was slow and would sometimes fail to interrogate. A different programmer was used to interrogate the device but it was still slow to interrogate. No intervention was reported.